Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. An event history log review identified the following therapy errors: low drain volume alarm, check patient line alarm, and low uf alarm. Additionally a system error (se) 2084 was identified. No abnormalities were identified during visual inspection. The device passed all functional and electrical testing. A simulated therapy was performed with no issues noted. No non-conforming parts were identified during sample analysis, and none of the discovered alarms were able to be duplicated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro had ¿therapy problems.¿ the specific issue was not reported. It was not specified when in the therapy this occurred. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, the reported issue was determined to be a low drain volume alarm. The cause of the reported issue could not be determined with the available information. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.